Event description:
It was reported 9 months after performing an atrial fibrillation ablation procedure with a cool flex catheter, the pt developed pulmonary hypertension. The pt underwent atrial fibrillation ablation in (B)(6) 2010. A follow-up echocardiogram performed on approx 9 months later revealed pulmonary hypertension which is stated to possibly be related to the ablation procedure. Continued monitoring is required but additional treatment was not provided. Additional info was requested but is not available.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The cause for the reported pulmonary hypertension remains unk.